Event description:
The customer called to report that she was hospitalized with a high blood glucose of 373 mg/dl, nausea and ketones. The customer was told by her hcp that the event was caused by an infection. The customer's hcp also wanted to the customer's basal rates changed. Assisted the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.